Event description:
Caller reported difficulty pressing the pump's wake button, requiring multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.